Event description:
Article entitled ¿outcome of revision surgery for the idiopathic stiff total knee arthroplasty¿ written by liang xiong, md, christian klemt, phd, jonathan yin, md, venkatsaiakhil tirumala, ms, and young-min kwon, md, phd published in the journal of arthroplasty on september 3, 2020 was reviewed. The aim of this study is to report on the outcomes of revision surgery in patients with idiopathic stiff tka. 189 knees were involved in the study. 65 of the knees were known to have been implanted with pressfit condaylar tc3 knees. The remaining knees were competitor products or unknown as the primary implants weren¿t mentioned. Patella implantation is unknown. The below noted adverse events (post-op complications) aren¿t specific to the depuy tc3 knees and only the full component revision knees are being included as the implants involved with the isolated tibial insert exchanges are unknown at this time (table 7). Post-operative complications: 40 revisions for unknown reasons; 9 knees with post-op stiffness ¿ unknown intervention; 7 knees with post-op infection ¿ unknown intervention; 5 knees for post-op loosening ¿ unknown implant(s) and interventions; 1 knee with post-op fracture ¿ unknown location and intervention.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.